Manufacturer narrative:
Sensor (B)(6).as been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no active sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. The customer experienced loss of consciousness and required administration of intravenous glucose from the healthcare professional (hcp) for treatment. A healthcare meter reading of 4.4 mmol/ l and 7.3 mmol/ l were obtained by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating the data is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no active sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. The customer experienced loss of consciousness and required administration of intravenous glucose from the healthcare professional (hcp) for treatment. A healthcare meter reading of 4.4 mmol/ l and 7.3 mmol/ l were obtained by the hcp. There was no report of death or permanent impairment associated with this event.